Event description:
Celect ivc filter found to have multiple fractures; 1 leg is extravascular in the right psoas muscle, one arm is fractured and retained locally. The filter and intravascular fragment were removed. The extravascular fragment was left in place for now. FDA safety report ID# (B)(4).